Manufacturer narrative:
Manufacture date unk at this time. A f/u report will be submitted when the investigation is complete.

Event description:
The customer reported the quick mount clamping screw came away causing a f-fm pt monitor to fall to the floor. There was no reported pt injury associated with this event.